Event description:
According to the customer: "black substance noticed during priming, when there was trouble priming. Used another disposable placed to the side for inspection." "While attempting to wet prime a quadrox ID oxygenator from lot# 70100705 we encountered an air level on the venous side that we were not able to replace with crystalloid. On further exam of the venous side of the oxygenator we noted some black debris present within the oxygenator. We then abandoned any attempt to prime the oxygenator." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has not yet received the product for investigation. The investigation is still pending. A supplemental medwatch will be submitted if further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.